Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient was receiving ¿low readings¿, but no specific value were reported from his cgm device. The patient was not experiencing any symptoms and was wearing a tandem insulin pump. The patient¿s wife called her daughter, and once they arrived, the patient was treated with a glucagon injection and a frozen orange. A half hour later, the cgm was still providing low readings, so the family called 911. Once ems arrived, the patient¿s bg meter reading was ¿over 500 mg/dl¿. The patient was transported to the hospital. At the hospital, the patient was admitted to the ICU and diagnosed with dka. The patient was treated with an IV insulin drip, sodium bicarbonate, and phenylephrine. The patient was discharged home on (B)(6) 2023. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.